Manufacturer narrative:
The reported event involving faulty battery messages could not be confirmed after a complete analysis of the attached battery log. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Risk assessment: per the product risk assessment document (B)(4), no risk assessment is deemed necessary. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. Additional comments: device was not returned for an investigation to determine the root cause. Additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Faulty battery message case rear- battery insert boss damage it was reported that new pcu's are displaying a faulty battery messages. There was no patient involvement. The technical team completed the equipment check-in at the facility on (B)(6) 2019. The facility started deployment of the new pcus on (B)(6) 2019, and the deployment was completed on (B)(6) 2019. There were 928 new pcu's. (B)(6) 2019 300 devices were switched out in the asc and or. All of these devices were plugged in during storage. (B)(6) 2019, the facility deployed the remaining 628 devices. On (B)(6) 2019, 15 devices were sent to biomed with notes stating "faulty battery". Other devices showed, "low battery less than 30 min plug in now", "very low battery less than 5 min to shutdown plug in now". Other devices had discrepancies regarding the amount of battery life left, verse the amount of battery level actually left in the device. There was no patient involvement.